Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 12-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 2 was failed. A field service engineer upon arrival, a failed icon was observed for the tower doors attempted recovery of storage space showed nothing to recover, and the tower doors were confirmed functional. Proceeded to unlock the tower using the emergency release lever; the tower doors opened, the lever was returned to the down position, and the doors were closed, recovery was performed for all four tower doors, and all doors recovered successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the door 2 failed, which located on cw07est1. The customer attempted to reboot the station and tried to recover the drawer, but the issue persisted. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.